Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a vitros liquid performance verifier (lpv) quality control fluid using vitros amon reagent on a vitros 5,1 chemistry system. The most likely cause of the lower than expected vitros amon result was an instrument issue, specifically microslide incubator contamination is suspected. An ortho field engineer (fe) went on site and cleaned the microslide incubator and replaced the evaporation caps. A within run precision performed by the fe following the service actions was acceptable, however a full precision run was not completed. Post service quality control that was obtained showed all results except one were acceptable. That result was repeated and was within expectation. There is improvement in the post service results compared to those obtained prior to the service actions. Therefore, an issue related to the vitros 5,1 chemistry system is the most likely cause of the lower than expected vitros amon result. Fluid handling protocol was not provided; a quality control fluid handling issue cannot be ruled out as a contributor to the event. Quality control results showed unacceptable laboratory precision leading up to the day of the event but have been acceptable (aside from a single result that repeated within expectation) since the event. It is possible that day to day inconsistencies with lpv fluid handling are a contributor to the unacceptable within laboratory precision, although this cannot be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon slides lot 1018-0253-3824. (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical support center (tsc) to report lower than expected vitros amon (ammonia) results obtained when processing vitros liquid performance verifier (lpv) quality control fluids on a vitros 5,1 chemistry system. Vitros lpvii lot n7698 result of (B)(6). Based results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the lower than expected result when processing quality control fluids. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).